Manufacturer narrative:
While reviewing foreign vigilance system reports, I discovered that the medwatch report had not been filed for this event. No device was returned for eval. The complaint history database was searched at the time of the report and no other complaint of any time had been received for this lot code of this device. It was reported by the distributor that this hospital had just been converted to the conmed device after having been used to using the j&j device. This may account for the dropping of the clip, as there are differences in the mechanics of the devices.

Event description:
It was reported by hospital line, a distributor, that, "during a surgical procedure, a clip was dropped in the surgical site. The pt status was reported as being "ok".